Event description:
It was reported that the patient presented for a lead implant procedure. During the procedure, it was noted that the atrial lead exhibited high pacing impedance. Fluoroscopy was performed, and lead fracture was suspected. The lead was not used. There were no patient consequences.